Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended and applied more force to the button to resolve the issue. Additionally, it was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.